Event description:
In this event it is reported that an unk vdw file broke during use. No injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information received that the case happen been updated and opinion 14 applies. This is a follow up report for this additional information. Additional information received that no patient injured, and all the broken parts retrieved from the patient mouth. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report. Additional information received that no patient injured, and all the broken parts retrieved from the patient mouth. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report.